Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. Customer's blood glucose was 40 mg/dl. The customer was treated with glucose tablets by paramedics. Customer was admitted to the hospital. After troubleshooting was done, the customer was advised that we recommend u100 rapid acting insulin. Customer was advised that the contour strip don't work with the contour next link meter and will need to get contour next strip. The customer was advised to speak with (B)(6) about possible return of materials and (B)(6).